Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of touch screen broken but was unable to confirm any connection issue between the programmer and the analyzer. Due to a lack of available replacement parts the programmer was to be scrapped.

Event description:
It was reported that the programmer's screen was broken and that there was an issue with connecting with the analyzer. The programmer has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service. It was further reported via follow-up that there was no more information available concerning the reported issue with the connection between the programmer and the analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.